Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined. The follow up medwatch report should indicate: physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio did observe an event code in the service history that could potentially be related to the reported issue. Physio then replaced the system controller and user interface pcb assemblies as a precautionary measure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio did further evaluate the removed pcb assemblies in the failure analysis center and did observe normal functionality. A conclusive cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device failed to complete a boot-up sequence when powered on. There was no patient use associated with the reported failure.